Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. The event is detectable and preventable by handling device in accordance with the following IFU. We confirmed that the event is detectable by handling the product in accordance with the following IFU. IFU operation manual ¿3.3 inspection of the endoscope¿ a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope's had foreign material on the nozzle and the plastic distal end cover, and the plastic distal end cover was burnt. The issue was observed during device evaluation. There was no patient involvement.